Event description:
According to the available information, during prep, the surgeon said, when he filled the torosa he noticed it was wet on the outside. So, he slightly squeezed the torosa and saline shot out of the lower side.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during prep, the surgeon said, when he filled the torosa he noticed it was wet on the outside. So, he slightly squeezed the torosa and saline shot out of the lower side.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.